Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose over 800 mg/dl. The patient had two blocked arteries which required stents to be put in. She also suffered from diabetic ketoacidosis. The customer experienced symptoms such as nausea, thirst, and excessive urination. Her blood glucose was treated with fluids and an insulin drip. The customer was treated with manual injection. The customer was not wearing the insulin pump at the time of hospitalization; she had been off of the device for less than 48 hours prior to admission. Troubleshooting was declined for the high blood glucose. The insulin pump will not be returned for analysis.